Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15/1.5 m balloon ruptured at 10 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified lesion in the proximal left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another maverick2 balloon of the same type and size to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.